Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge pigtail tubing during the loading process. Customer changed pump supplies and the issue was resolved. Customer's blood glucose (bg) was 400 mg/dl and manual insulin injections were administered to address bg.